Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. A call placed on technical service states that there was some farfield oversensing, so ra sensitivity was programmed to less. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)